Manufacturer narrative:
The adhesive pad and adhesive welds were inspected and no damages or defects were found that would contribute to the reported event. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 49 and 71 hours. The patient reported the infusion site to have red irritation on skin, swelling and itchy. The patient was taken to the primary physician on (B)(6) 2026 and diagnosed with an infection. The patient was treated with fusidic acid (antibiotic cream).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.